Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient doesn't think the device is working. The patient is fine during the day, but is up 3 to 4 times a night. When trying to up the stimulation, they get pain in buttocks. The patient was asked when they had the return of symptoms and said 4 to 5 months ago. Checked patient's current settings and was on program 3 at 5.7 volts and the stimulation was on. Walked caller through switching to program 4. Patient mentioned burning feeling at where the antenna paddle was. Patient increased the stimulation to 6.3 volts. Patient said they felt the stimulation in the buttocks. Told the caller to monitor symptoms for a couple days and see if her symptoms improve.